Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue. The fse reseated all connections on the system power manager (spm) to allow the batteries to charge again. No parts replacement for this site visit. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted isi technical service engineer (tse) and reported that the customer has no battery backup message on the patient side cart (psc). The tse reviewed the logs and found error 816 and 858. The csr stated that the system was unplugged this morning prior to starting and that they plugged it in and was using it while it charged. The csr was able to three-way call with the customer and the battery led only had one solid red led and was not charging. The tse had the customer make sure power breaker was up and try a different outlet, but issue persisted. The tse had the customer hard power cycle the patient side cart (psc) twice and the issue persisted. The tse had the customer disconnect the power plug while system was on, and the psc shut off. Tse had the customer reseat the system and psc powered back up with still only a solid red led. The customer did not want to use the psc with no battery backup, so they were pulling in another psc to use. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the type of da vinci-assisted surgical procedure performed by the surgeon was hysterectomy. The date and time of the da vinci-assisted surgical procedure performed was on 12/15/23 around 8am. The issue was identified during the procedure. Ports were placed when issue was being identified. System functionality was not checked upon powering on the system. Contact person was not sure if the system initially powered on without errors. The procedure was completed with the original configuration. No patient demographic was provided.